Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels. The customer received a change sensor, calibration not accepted alert, and bent sensor. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for the change sensor and the customer is unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. Troubleshooting was performed for the bent sensor and the non-serialized product not being replaced. Troubleshooting was performed for the sensor glucose vs blood glucose and the explained sensor may no longer be responding to glucose changes. The customer states that the insulin delivery was not suspended due to the differences between sensor glucose and blood glucose levels. The difference between sensor glucose and blood glucose is not within the target range. The customer did not take any of the medication such as acetaminophen, paracetamol, or hydroxyurea. It was reported that the customer's blood glucose was 114 mg/dl and the sensor glucose value was 71 mg/dl at the time of the incident. The difference between sensor glucose and blood glucose values was greater than 30%. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-7040a was requested and the customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of one returned used partial sensor (needle did not return) and performed visual inspection for physical damage. Found sensor flex bent. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings under 200 dextrose 1 % oxygen more of 20 % difference compare with 200 dextrose 5% oxygen. Also, failed eis 1024 hz and oxygen effect. Placed on the microscope and found the lamination damage at the reference electrode and cracks on the working electrode at the gold traces. See attached file for results. In summary, the customer complaints of unexpected sensor alerts were confirmed during the bicarbonate buffer testing with low oxygen effect readings and eis 1024 hz. Found damaged sensor as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.